Event description:
It was reported that during a recent follow up some untreated episodes were recorded due to oversensing. No inappropriate therapy was delivered as a result. The device was programmed to a single shock zone of 250 beats per minute. Most recently the patient received an inappropriate shock while running. A follow up took place and the sensing vector appeared clear with no evidence of noise after provocation maneuvers were performed. It appeared that the inappropriate shock was delivered due to t wave oversensing in the secondary sensing vector. Automatic set-up was performed which showed that the best sensing vector was the secondary sensing vector. The physician wanted to see the patient to optimize the device while the patient was exercising. Meanwhile the patient was given a remote monitoring system to ensure more frequent monitoring. Additional information will be provided after the optimization takes place. A review of the device data by technical services (ts) noted that high impedance values were seen likely indicating adipose tissue underneath the electrode coil and or device. Ts discussed possible evaluation of the system position to improve the impedance values. Ts discussed a possible sense b node sensing issue, and discussed testing the electrode for possible under-insertion, as well as to exclude a possible mechanical issue. Ts discussed attempting to reproduced signals to rule out an electrode integrity issue. Ts recommend to keep the secondary sensing vector as programmed sensing configuration. Additional information noted that this patient came back to the hospital for optimization of the device under moderate exercise. During testing, noise was present but the sensing pattern of the inappropriate shocks stored in the device memory were not reproduced. After provocation testing it was evident noise was present with activation of pectoral muscle in the primary and secondary sensing vectors. The noise was not seen in the alternate sensing vector. All of the inappropriate shocks were delivered after forty to fifty minutes of running. After optimization secondary sensing vector was confirmed to be the best sensing vector and one shock zone at 250 beat per minute was programmed with the samrt pass filter on. A request for further review and optimization for this patient was needed from technical services (ts). Ts reviewed the provided device data and discussed a possible x-ray, new screening testing, or performing a revision of the system based on clinical findings. Ts also discussed a non invasive solution for this case and possible device reprogramming. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem and outcome attributed to the adverse event.

Event description:
It was reported that during a recent follow up some untreated episodes were recorded due to oversensing. No inappropriate therapy was delivered as a result. The device was programmed to a single shock zone of 250 beats per minute. Most recently the patient received an inappropriate shock while running. A follow up took place and the sensing vector appeared clear with no evidence of noise after provocation maneuvers were performed. It appeared that the inappropriate shock was delivered due to t wave oversensing in the secondary sensing vector. Automatic set-up was performed which showed that the best sensing vector was the secondary sensing vector. The physician wanted to see the patient to optimize the device while the patient was exercising. Meanwhile the patient was given a remote monitoring system to ensure more frequent monitoring. Additional information will be provided after the optimization takes place. A review of the device data by technical services (ts) noted that high impedance values were seen likely indicating adipose tissue underneath the electrode coil and or device. Ts discussed possible evaluation of the system position to improve the impedance values. Ts discussed a possible sense b node sensing issue, and discussed testing the electrode for possible under-insertion, as well as to exclude a possible mechanical issue. Ts discussed attempting to reproduced signals to rule out an electrode integrity issue. Ts recommend to keep the secondary sensing vector as programmed sensing configuration. Additional information noted that this patient came back to the hospital for optimization of the device under moderate exercise. During testing, noise was present but the sensing pattern of the inappropriate shocks stored in the device memory were not reproduced. After provocation testing it was evident noise was present with activation of pectoral muscle in the primary and secondary sensing vectors. The noise was not seen in the alternate sensing vector. All of the inappropriate shocks were delivered after forty to fifty minutes of running. After optimization secondary sensing vector was confirmed to be the best sensing vector and one shock zone at 250 beat per minute was programmed with the smart pass filter on. A request for further review and optimization for this patient was needed from technical services (ts). At this time the device remains implanted. No adverse patient effects were reported.